Event description:
Patient's dad came out and reported the blanket was leaking and the bed was wet. Nurse was called to the bedside and found the linens were wet. The upper and lower blanket were removed and new blankets were obtained. After the event, staff continued to warm the patient. Patient's temperature decreased approximately 0.1 degree celsius. This failure poses several potentially serious injuries: 1. Water could reach electrical equipment and cause an electric shock. 2. If parents had not been at the bedside, patient may have become hypothermic very quickly by lying in cold water. 3. Anyone coming into room is at risk of falling due to the water on the floor. Manufacturer's response was that these blankets and all blankets manufactured after them have undergone a new manufacturing process.